Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared another meter (true result). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient reported that the alleged inaccuracy began on (B)(6) 2016 at an unspecified time. The patient reported obtaining inaccurate high blood glucose results of ¿165 and 125mg/dl¿ on the subject meter compared to ¿125 and 70mg/dl¿ on the other meter. The patient manages his diabetes with insulin (self-adjuster) and stated that he increased his insulin dose by an unspecified amount as a result of the alleged product issue. The patient reported that he developed symptoms of ¿shakiness¿ 3 days after the alleged product issue began. The patient reported that he self-treated with food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and noted that the patient had been using the correct testing steps the test strips were stored correctly, within their expiry date and the test strip vial was neither cracked nor broken. The patient was unable to perform a control solution test as he did not have control solution. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.